Event description:
It was reported that no capture and low p waves were observed on the atrial lead. The atrial lead was confirmed to have dislodged. The atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.